Event description:
It is reported that when the surgeon inserted the driver into the lag-screw through the inserter link, the thread of the inserter link was fractured.

Manufacturer narrative:
Evaluation summary: the failure occurred probably because the part was misused. Evaluation codes: as returned, the threaded portion of the inserter link has fractured, and was not returned for review. The remaining portion of the link confirms to print specification. Device history records were reviewed, and were found conforming. The device had a potential field age of approximately 2 years at the time of failure.